Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip was damaged and the plunger was broken. This was discovered before use. The following information was provided by the initial reporter: 60ml ll syringe was damaged. The barrel of syringe was already damaged and the plunger was broken.

Manufacturer narrative:
Investigation: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was returned in an unopened blister pack and was visually examined. It was observed that there is piece of the plunger rod rib broken off and that there also are a pair of gashes or nicks in the side of the barrel. These gashes are parallel to each other and are consistent with a hard edge being forcibly smashed into the side of the barrel. These gashes do not penetrate through the side of the barrel. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute causing damage to the ribs and breakage. Based on the damage to the barrel it appears that the barrel was contacted by a hard edge which resulted in the damage seen in the returned sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip was damaged and the plunger was broken. This was discovered before use. The following information was provided by the initial reporter: 60ml ll syringe was damaged. The barrel of syringe was already damaged and the plunger was broken.